Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high pacing and shocking impedance out of range. A new right ventricular (rv) lead was successfully implanted. No additional adverse patient effects were reported.